Event description:
It was reported to philips that the device has a red x and chirps. The customer noted the device was showing the symptoms associated with the fco regarding the ac power module. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a red x and chirps. There was no patient involvement.